Manufacturer narrative:
(B)(4). A2 - the patient was 56 years at the time of the initial procedure. D10 - concomitant devices - persona cemented standard femoral component right size 7 catalog #: 42504606202 lot #: 67210491, persona revision cemented tibia right size e catalog #: 42542007102 lot #: 66892554, persona revision distal femoral component size 7, 7 + 5mm catalog #: 42556606205 lot #: 66485871, persona revision tapered cemented stem extension 14mm catalog #: 42560007514 lot #: 66471538, persona revision tapered cemented stem extension 13mm catalog #: 42560007514 lot #: 67065819. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability and pain approximately eleven (11) months post-operatively. Attempts have been made and no further information has been provided.